Event description:
It was reported that during service repair pre-testing, it was discovered that the attachment device "had drilled tip (component damaged)". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for service however, did not meet manufacturing specifications during pre-repair assessment.  Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be misuse.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.